Manufacturer narrative:
Additional information/corrected data. D3, g1. Per the customer a flocked swab was used for sample collection. H10: in conclusion, the retention testing yielded expected results when testing internal qc samples, the manufacturing batch record review revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1009987 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1009987 and test base part number 190-430 / lot 1009987 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009987 showed that the complaint rate is (B)(4). Investigation not yet complete. Upon completion, information will be provided in a supplemental report.

Event description:
The customer reported false positive results on a nasopharyngeal swab with the ID now covid-19 assay performed (B)(6) 2021. Confirmation testing with roche pcr performed the same day provided negative results. Repeat testing on an nasopharyngeal swab with the ID now covid-19 assay performed (B)(6) 2021 provided negative results. The patient did not have respiratory tract infection symptoms at the time of testing. No additional patient information was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.